Manufacturer narrative:
Results of investigation: the suspect gas delivery module (gde) serial number (B)(4) was returned to carefusion's failure analysis lab (fa) where a failure investigation was performed. The (B)(4) lab evaluated the device in user application testing, the leak test, transducer data points checked, tidal volume verification testing and temperature testing of the transducer components. The reported issue was not duplicated by the (B)(4) lab and no root cause could be determined.

Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. A carefusion field service representative (fsr) performed an initial evaluation on the device at the facility. The fsr duplicated the reported high pressure limit variance and replaced the suspected component. The fsr completed the repair and evaluation. The suspect component will be returned to carefusion's failure analysis lab where a failure investigation will be performed. Once the failure investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported the exhaled monitor volume (vte) was reading half of the set volume while in patient use. The customer also reported on default adult ventilator settings off patient on a test lung the high pressure alarm limit is breached during auto zero purge. The customer reported no harm or injury to the patient.